Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received low reading and "lo" (readings less than 40 mg/dl) on the sensor scan compared to an unspecified reading obtained on a healthcare meter. No symptoms of hypoglycemia were experienced by the customer, but she was re-sugared by a non-hcp. The customer was subsequently hospitalized with a diagnosis of diabetic ketoacidosis. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received low reading and "lo" (readings less than 40 mg/dl) on the sensor scan compared to an unspecified reading obtained on a healthcare meter. No symptoms of hypoglycemia were experienced by the customer, but she was re-sugared by a non-hcp. The customer was subsequently hospitalized with a diagnosis of diabetic ketoacidosis. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software and sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The returned sensor was reprogrammed using approved software and sensor found to be in state 6 (indicating abnormal termination) and event code 11 (low sensor voltage) observed. The returned sensor was de-cased and visual inspection of the pcba (printed circuit board assembly) was performed and no issues were observed. The battery was replaced with known good battery. The returned sensor was reprogrammed using approved software and activated. Activation was successful. A linearity test was performed, and the results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received low reading and "lo" (readings less than 40 mg/dl) on the sensor scan compared to an unspecified reading obtained on a healthcare meter. No symptoms of hypoglycemia were experienced by the customer, but she was re-sugared by a non-hcp. The customer was subsequently hospitalized with a diagnosis of diabetic ketoacidosis. No further information was provided. There was no report of death or permanent impairment associated with this event.